Event description:
This is the same event and the same pt reported under MDR ID # 2939859-2000-00146. This second MDR is being submitted for the second suspect product, also a device manufactured by mcghan medical. This separate distinct number is provided per the FDA's request for traceability purposes. A pt reported to their current treating physician that they had been skin tested by a previous physician and not treated with bovine collagen because the skin test site turned red after 4 weeks. The current treating physician felt the pt's description of the test site reaction was equivocal, so he decided to re-skin test and wait 6 weeks before proceeding with treatment. He administered a skin test to pt's right forearm. Later in the year there were no symptoms and the pt reported that there had been none since the skin test was administered, so treatment proceeded with 1.5cc of collagen injected into the nasolabial folds, bilaterally. The pt was still symptom free and an add'l 2.5cc of collagen was injected in the upper and lower vermilion borders of their lips. The pt was seen in the physician's office with erythema, lumpiness, swelling and tenderness at the test site and all treated sites. He diagnosed hypersensitivity to bovine collagen with possible abscess formation. The physician gave the pt a prescription for keflex 500mg. Po bid for 2 weeks, and a medrol dose pack. The pt reported that the swelling and redness improved while they were taking the medrol but flared again as soon as they were finished with this course of treatment. Pt was seen by a consulting allergist who prescribed valtrex 500mg. Po bid, and administered kenalog 2.5mg/5ml intralesionally on 3 occasions. The allergist reports that the treatment has been effective but some swelling persists in the lips and there is episodic edema of the cheeks.